Event description:
It was reported that the pacing impedance measurements of the right ventricular (rv) lead of this pacemaker system had sharp increases up to 1100 ohms then returning to 500 ohms, which was within normal range. All other lead measurements were stable. Technical services (ts) recommended reprogramming to split configuration. No adverse patient effects were reported. The rv lead was a non-(B)(6) product. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).